Manufacturer narrative:
H3: reduced analysis found that there were no anomalies, and no further destructive testing was required. Interrogation of the pump upon receipt indicated that the pump was delivering baclofen 2000mcg/ml at 322.2 mcg/day medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable infusion pump for intractable spasticity. It was reported that the caller (rep) stated that the patient had developed an infection sometime since pump implant. The caller (rep) stated that the hcp planned to "take everything out" then put in a lumbar drain and keep the pump going through a catheter that was externalized. The agent reviewed that this would be off-label and not recommended. The agent reviewed option to contact oma (office of medical affairs) if hcp would like to discuss options to transition the patient to oral medications if the pump was removed. Additional information was received. The caller had follow-up information from the previous call. The caller stated that the hcp rem oved the catheter and pump last week monday ((B)(6) 2026) and they placed a new catheter and connected to the original pump which was then externalized. The caller stated that swabs for infection came back negative as the patient had been on a broad spectrum of antibiotics. The patient was back to receiving 358 mcg/day of baclofen with the externalized pump. A new pump and catheter were then opened and implanted. The hcp placed a tyrx in the pump pocket. The original explanted pump would be returned to the medtronic return product analysis. (Mdt rpa).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.